Event description:
The customer reported that the ventilator touchscreen is unresponsive and unable to calibrate the screen. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
Date of report: 26oct2018. Date of manufacturer: 24oct2018. The touchscreen assembly was returned to philips for failure investigation. The touchscreen assembly was installed to a failure investigation (fi) test ventilator for failure analysis. The test ventilator powered up. The were no failures found. The reported condition was not verified. The test ventilator passed all testing.

Manufacturer narrative:
Date of report: 26-oct-2018. Date of manufacturer: 24-oct-2018. The touchscreen assembly was returned to philips for failure investigation. The touchscreen assembly was installed to a failure investigation (fi) test ventilator for failure analysis. The test ventilator powered up. The were no failures found. The reported condition was not verified. The test ventilator passed all testing.